Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: on examination, the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. The pump was opened for investigation and revealed moisture damage on the keypad flex connector.